Manufacturer narrative:
The insulin pump was received with a pump error 37 alarm during rewind due to moisture damaged to electronic assembly. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display after receiving new battery cap. The customer's blood glucose level was 383 mg/dl at the time of the incident. The customer reported that the display was blank currently. The customer reported that the display was not blank less than 30 seconds and/or did not return and did not return after the insulin pump restart. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.